Event description:
On (B)(6) 2014, I went to (B)(6) to have a lens (low energy neurofeedback session). She was improperly trained, used it incorrectly and I have had severe tinnitus 24/7 ever since. I spoke to other lens practitioners and they said (B)(6) should have used only 2-3 points since I was a first time customer. (B)(6) used all 21 points. The therapists I talked to said that never should have been done. I contacted her 2 days later (see emails below). I filed in small claims court, (B)(6). The sheriff told me that (B)(6) had left the state. One therapist I contacted said she had seen several of (B)(6) clients because they were dissatisfied. I do not know the extent of their problems. I have purchased items to try to get rid of tinnitus. I contacted (B)(6) who created the lens and told them what happened. They said; "I unfortunately have no thoughts or assistance to offer you as we, a biofeedback company and not a medical company, assemble hardware and software." However, they provide the training for the lens system. I filled out a report with the (B)(6). They said it wasn't under their jurisdiction. I have spent $(B)(6) trying to cure what (B)(6) and lens did to me. Nothing has helped. I have a record of all my communications. My initial communication after the appointment with (B)(6) follows: on (B)(6) 2014: (B)(6), this is now going on 11 days. I can barely hear out of my right ear because of the tinnitus problem created by the lens session. It is affecting my whole life. You said it may be a case of "it gets worse before it gets better". I didn't have tinnitus before the session. I paid for another lens session here in (B)(6) to see if it could correct what was done to me but it didn't help. I have also tried the salt spa which helps with cilia. That also did nothing. One thing the therapist did say was that someone as sensitive as I am should never have had 21 points worked on. They only worked on 7. I think we need to talk to see what to do about this. I do not feel I should have to pay to correct a problem that was created by this session. My phone# is (B)(6). I look forward to hearing from you. (B)(6). Original message from: >(B)(6)> to "(B)(6)> subject: re: tuesday's session, date: (B)(6) 2014 09:28:06 - 0700 - hi (B)(6) , thanks for writing with an update. I appreciate it. There are a few options with the tinnitus, first: to receive add'l treatments with lens in order to help smooth out this reaction over time. As I mentioned it can sometimes happen with the lens treatment, this may be a case of "it gets worse before it gets better". Second, is to wait it out and see if it calms itself down and goes away. Third, to schedule a session of "neuroptimal" neurofeedback, which has a calming effect on the central system. This has been known to reduce and calm down the brain after hyper stimulation from lens. I believe this is the treatment your friend received. I can refer you to a clinic called (B)(6) that would be happy to schedule with you. If you mention you came from the (B)(6), they will likely book the session for $(B)(6). Please let me know what you would like to do. Than you very much, (B)(6). On (B)(6) 2014: (B)(6), my session on tuesday was very interesting. You said it may take 24 hours to notice anything. The one thing I have noticed is tinnitus whereas, I had just a slight touch of it and it was sporadic, I now notice it in my right ear 24/7. And it is much louder than it was before. Do you know of anything I can do to reverse this? Thanks (B)(6).